Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the system. A replacement wheel assembly image acquisition system (ias) front castor and power supply assembly uninterruptible power supply (ups) w/switch were shipped to the site. After the replacement of the wheel assembly ias front castor and power supply assembly ups w/switch, the medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. Investigation of returned suspect wheel assembly image acquisition system (ias) front castor was unable to confirm any fault. No documentation arrived with the casters. The shipping label used for the return of this part did not belong to this reported issue. Investigation of returned suspect power supply assembly uninterruptible power supply (ups) w/switch found that the ups was not powering up all the way, and then shut down completely after 2 seconds. No power on sequence at all with the supplied battery. The battery pack in the unit was charged overnight and it shut down again after 2 seconds. The ups was not turning on all the way and was not charging the batteries. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that after the uninterruptible power supply (ups) beeping, the mobile view station (mvs) was rebooting continuously. This occurred when the site tried to boot up the system to review previous surgeries. There was no patient present when this issue was identified.